Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an abdominal hysterectomy on (B)(6) 2016 and the suture was used for subcutaneous suturing. During the procedure, the pressure of the needle on the skin bent the needle so significantly that it bent beyond use. Another like device was used to complete the procedure/skin closure. There was no adverse patient consequence reported. No further information is available.